Event description:
It was reported that the system 9800 displayed pre charge errors upon initialization rendering the system unable to operate as fluoroscope. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack could no longer hold sufficient charge and was replaced. The system was tested and found to be working as intended and placed back into service.